Manufacturer narrative:
Based on the information available at this time, the specific complaint file covered by this investigation does not warrant CAPA escalation individually. If new information is received, the need for corrective action will be reassessed. Device complaints will be monitored through tracking and trending and escalated to CAPA when appropriate.

Event description:
It was reported that the patient presented with lead fracture. The right ventricular lead was capped and replaced on (B)(6) 2018. No further information is available.

Manufacturer narrative:
Correction: submitted an irrelevant statement in regards to device analysis. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.